Manufacturer narrative:
Other relevant device: product ID: 8 253075. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was intermittently getting a response during a procedure. The biomedical engineer set-up the system with a patient stimulator. The stim rate was set to 1.0 and the threshold at 100. The biomed was unable to get a response on stim 1. The technical support representative requested the biomed to switch the probe and the stim return wire to stim 2. After switching the electrodes and activating stim 2, the biomed was able to get a response on the system with the same stim and threshold settings. The technical support representative recommended replacing the fuse in stim 1. After replacing the fuse, the issue was resolved. There was no patient impact.